Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed increased shock impedance measurements reaching out of range. This device was tested in clinic with both a low energy shock and high energy shock with an impedance measurement of 98 ohms achieved. The alert cutoff was increased and the device will continue to be monitored. No additional adverse patient effects were reported.